Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a revision bypass procedure that the surgeon reports tissue "like wood". At one of the gastric firings, a gold load locked out, prompting the surgeon to attempt a black firing. 3 total firings didn't work properly. The first firing apparently was the gold lockout. After that, a black and a green on separate guns both partially fired and then stopped, causing the surface of the anvil to be pulled out. Case was finished after continuing to open new guns and retry. Total of three guns to be sent back. Staff reports not keeping the reload cartridges. Another device was used to complete the procedure. There were no adverse consequences for the patient.